Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving occlusion alerts following two separate supply changes. Troubleshooting steps were performed, including inspection of the pump, supplies, and infusion site, completing a fill tubing process, restarting the device, and confirming that the battery was above 50%. After the restart, the patient successfully completed a meal announcement. Blood glucose levels were not affected, and the patient was advised to monitor for further alerts and contact support if they occurred. During a follow-up, the patient reported that the occlusion alert had returned but resolved after another supply change, and they were unsure of the cause as the supplies appeared normal. The patient requested replacement supplies, and arrangements were made to confirm the shipping address and specific supplies, including the infusion set type, which was identified as an inset 23" 6mm. No further assistance was needed after replacements were arranged. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.